Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 storage space was not detected on the communication bus. The customer reported there was a delay in dispensing medications to the patient, the user reportedly was still able to get the meds from the main pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that in auxiliary 5 storage space was not detected on the bus. A field service engineer rebooted the station, reseated the cables and tested the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 storage space was not detected on the communication bus. The customer reported there was a delay in dispensing medications to the patient, the user reportedly was still able to get the meds from the main pharmacy. There were no adverse events or injuries reported based on this event.